Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implantable neurostimulator (ins) was removed because it was not covering their pain. The patient is donating their programmer and was redirected to repair for assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.